Manufacturer narrative:
The customer reported that the a side of the antennas for the telemetry system was down. This caused all of the transmitters to have signal loss. Trouble-shooting determined that the problem was caused by a broken 4-way splitter. A new 4-way splitter was sent to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the a side of the antennas for the telemetry system was down. This caused all of the transmitters to have signal loss.